Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the lot codes 1094741 and we9k5c. A search of the complaint database search finds two additional reported incidents against lot code 1110475 since its release for distribution; however, a previous review of the device history record did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges patient experienced severe pain, discomfort, instability, chronic dislocations, and clicking noises. *patient is a resident (B)(6). **update** 12/26/2012 pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that on (B)(6) 2003 the patient had surgery for a periprosthetic, the fracture was stabilized with competitor products, no implants were removed. The patient had two surgeries involving infection 3/15/04 where only competitor product was removed and (B)(6) 2004 where only an I d was performed, nothing removed. On (B)(6) 2005 the patient was revised because of dislocation and metallosis was found. Records are available for further review.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 1094741 and we9k5c001. A search of the complaint database finds additional reported incidents against lot code 1110475 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges dislocation, infection, loosening of stem, metal wear metallosis and elevated metal ions. Added lawyer in associated contact, account name, manufactured date, updated patient harms and surgeon. Added cup due to ppf alleged infection. Doi: (B)(6)2003 - dor: (B)(6)2005 (left hip)